Event description:
It was reported that a flogard infusion pump had an air alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected and functionally tested. The reported condition of air alarm was verified during the alarm log review. The cause of the air alarm was due to air sensors being out of calibration. To correct the issue the sensors were calibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.